Event description:
In 2013, the patient felt strong pain and numbness, then MRI scan was done again. On (B)(6) 2013, the revision was done.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided product and lot code combinations found one other report against the 2402751 lot code and no other reports against the remainder. A previous review of the 2402751 device history records identified no anomalies. No additional event information or investigational inputs were made available to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices found no unusual wear, although scratching from likely either extraction or the performed destructive testing was found. It should be noted, the devices were returned to depuy in a destructively tested state and meaningful visual inspection is not possible. The female taper was found to have areas of black discoloration that is suggestive of fretting corrosion deposits. A search of the complaints databases against the provided product and lot code combinations found one other report against the 2402751 lot code and no other reports against the remainder. A previous review of the 2402751 device history records identified no anomalies. No additional investigative inputs were provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.